Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found the primary failure of the instrument failed continuity test to be related to the customer reported complaint. The instrument was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in hook. No damage found on conductor wires. Initial findings were confirmed. The instrument failed continuity test in multiple orientations of the cautery hook. The instrument was disassembled, and the wire was cut near the instrument yaw pulley, and it failed continuity at the distal end. The wire could not be pulled out of the yaw pulley when tugged at, and the hook was not loose as well. The visual damage was noted on the conductor wire or the surrounding components. The conductor wire is crimped to the base of the hook inside the yaw pulley and since the continuity fails there, it is likely that the wire is broken inside. The complaint was confirmed by failure analysis. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had cautery issue. There was no report of patient involvement or patient injury.